Event description:
It was reported that the pump re-booted without user intervention once per week for about one month. A family member confirmed that the battery cap was secure, the o-ring was not visible when secured, there was no damage to the battery cap, and the battery cap was less than six months old. She denied cracks around the battery compartment, damage to the battery compartment threading, or corrosion in the battery compartment. She stated that there has been no trauma to the pump. The family member denied blood glucose excursions related to this complaint.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.